Manufacturer narrative:
The employee was not wearing gloves as instructed during the time of the reported event. The vaprox sterilant is shipped with three cartons per case and each carton is individually placed inside a bag which is sealed and then placed into the case. User facility personnel stated that the middle carton was leaking and when the carton was removed, liquid was observed in the cup bag. However, the vaprox cup still appeared to be full. The user facility stated that the exterior packaging of vaprox was intact without signs of damage. The two other cartridges, cups and bags present were not damaged or leaking and found to be in good condition. Steris quality requested the vaprox cup subject of the reported event be returned for evaluation however, the user facility disposed of it. Retains of the lot number were reviewed and the case, cartons, bags and cartridges were in good condition with no leaks. The DHR for the subject lot number was reviewed and no issues were noted. The lot number was manufactured to specifications.

Event description:
The user facility reported that an employee opened a case of vaprox and upon contact she felt liquid and her fingertips whitened. The employee rinsed her hands with water and no medical treatment was sought.